Manufacturer narrative:
Analysis of the ipg did not confirm the complaint. The device passed all required testing with no discrepancies. The device exhibits normal device characteristics.

Event description:
A report was received that the pt's whole body shakes whether the stimulation is on or off. The pt had a brain scan and it was determined that he did not have any neurological issues. Troubleshooting revealed no lead migration, no evidence of a lead fracture, and the device appeared to be working as expected. When the physician disconnected one tail of the paddle lead from the ipg, the pt stopped shaking. The ipg was replaced.

Event description:
A report was received that the patient's whole body shakes whether the stimulation is on or off. The patient had a brain scan and it was determined that he did not have any neurological issues. Troubleshooting revealed no lead migration, no evidence of a lead fracture, and the device appeared to be working as expected. When the physician disconnected one tail of the paddle lead from the ipg the patient stopped shaking. The ipg was replaced.